Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light guide lens glue was possibly peeled due to physical stress by hitting or dropping the distal end, or chemical stress. However, the definitive root cause of the corrosion could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited signs of corrosion inside of the light guide lens. There were no reports of patient involvement.